Manufacturer narrative:
Product evaluation: h3 - lens was returned dry within a microcentrifuge vial. Visual inspection found an haptic bent lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and significant shallowing of the ac. The lens was later exchanged for a same size and a different axis, and the problem was resolved. Cause of the event is unknown.